Event description:
Customer called reporting of a probe obstruction error and noticing fluid on the sample's tube caps as well as in the closed tube sampling (cts) pathway of a unicel dxc 600i synchron access clinical system on (B)(6) 2011. Customer stated that the fluid was due to a leak from the cts wash. Customer stated that no erroneous results were generated to the best of her knowledge and will rerun samples that were uncapped during the leak. Customer technical support instructed customer to disable the cts module in the meantime. Bci's customer advocate spoke with (B)(6) on (B)(6) 2011 and was told that there were no erroneous results generated at the time of the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2011 and removed a clot in the cap piercer's waste line and replaced dirty blade wick. Fse verified repair by running blank capped tubes and no overflow or leak from the cts was observed. No erroneous patient results were reported due to the leak. (B)(4).